Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed during evaluation. Evaluation found cracks in the threaded insert boss of the front case that mount the pumping mechanism into the case. The condition creates separation between the front case and mechanism assembly, resulting in excessive force required to close the door. The front case assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.